Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative interrogated the patient's activa prime cell implanted neurostimulator and the settings were noted as below. Goup b is active.left sideactive contacts: case positive, 2 negativeamplitude: 2.8 vpulse width: 120 usec frequency: 170 hz. Therapy impedance 787 ohmscurrent 3.5 ma. Impedances within normal limits except for contact 0, which is elevated >10l ohms all combinations, both bipolar and monopolar right sideactive contacts: case positive, 10 negativeamplitude: 2.8 vpulse width: 130 usecfrequency: 170 hztherapy impedance 741 ohmscurrent 3.6 maimpedances within normal limits. Calculation estimates 24 month eri, 2.25 years eos.